Event description:
The customer reported being treated by the paramedics twice due to hypoglycemia. Once on (B)(6) 2011 with a blood glucose of 33 mg/dl, and again on (B)(6) 2011 with a blood glucose reading of 37 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The customer also stated that he fell and hit his head after experiencing hypoglycemia on (B)(6). Since then, he has experienced headaches and high blood glucose levels. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.